Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). The actual device was not available; however, photographs and video of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the drain bag was observed to be leaking from the sealing. The reported condition was verified. The bags are provided by one of our external suppliers. The manufacturing plant has several control measures in place to help identify failure modes of this nature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from the waste liquid bag of a prismaflex st100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.